Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented in the hospital for the post-implant follow up, decreased r-wave amplitude and decreased pacing lead impedance were observed. The lead was explanted and replaced when lead revision was unsuccessful. The patient received no adverse consequences during the procedure.